Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer spent 21 days in the hospital because of a diabetic ketoacidosis that caused a heart attack. She was airlifted to the hospital because she lives 8 hours away. The customer experienced a diabetic ketoacidosis because she was not receiving insulin from the insulin pump. The customer needed to go back to the hospital to have heart surgery from the heart attack. The device was not returned.